Event description:
Customer reported testing with the freestyle and receiving a reading of what they perceived as being 60 mmol/l, when in fact, the reading was 6.0 mmol/l. The customer took insulin based on the perceived reading which resulted in a loss of consciousness. Spouse called the paramedics. Customer was transported to the hosp, where they were treated with dextrose and released.